Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose values over approximately one and a half weeks, with a nadir around 40 mg/dl, after a substantial diet change that led meal announcements to precipitate lows; the user initiated a fasting reset and resumed insulin delivery with assistance on setup steps. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.